Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached during the procedure. No info was reported as to whether the cap was retrieved. The number of joules was not reported. No pt injury was reported. The device was not returned for eval.